Event description:
During a cardiomems implant procedure, the patient had hemoptysis prior to inserting the cardiomems delivery system, and the procedure was aborted. The physician believes a possible perforation occurred from the .018 270cm roadrunner guidewire. During the physician's discussion of next steps, patient's bleeding began to subside. Additional angiograms were captured. No source of the bleed was confirmed. Patient remained stable and vital signs were normal. The physician reported that the cardiomems delivery system or sensor were not responsible for suspected perforation because cardiomems delivery system was never inserted into the patient's body. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).